Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation and pericardial effusion post operatively. Pericardiocentesis was performed and the right atrial (ra) lead was revised. The lead remains in use. No further patient complications have been reported as a result of this event.